Event description:
It has been reported to us that during the procedure, the occlusion balloon material became ruptured. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted pre-dilatation balloon and performed intervention including stenting and aspiration. The physician removed the occlusion balloon wire and then noticed that the occlusion balloon was ruptured. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.